Event description:
Balloon ruptured at 19 atm and distal cone of the balloon was left in patients tissue outside the vein.

Manufacturer narrative:
The lot number was reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. The complaint sample was returned for evaluation and the following was observed: the balloon catheter was returned for evaluation in one piece. The sheath was not returned. The labeling was present. Both ro markers are present. The distal tip of the balloon broke off. It appears to have burst circumferentially. A 3cm section of the balloon tip is missing. There are 5 kinks in the balloon shaft at 1cm, 8cm, 35cm, 66.9cm and 73 cm from the distal tip. The complaint investigation has been confirmed during the visual inspection of the returned sample. During the evaluation of the returned sample, the balloon appears to have burst circumferentially. The distal tip of the balloon is not present. Manufacturing records indicate the reported lot was manufactured and released to specification. The complaint information states the balloon was brought up to 19atm, the labeling states rated burst pressure at 16 atm. Bringing the balloon past rated burst pressure is a possible cause of this complaint type . The following information is indicated in the instructions for use and the packaging label to help prevent this type of complaint from occurring: " if resistance is felt upon removal, then the balloon, guidewire, and the sheath should be removed together as a unit, particularly, if balloon rupture is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction." Caution: do not exceed the rated burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Rated burst pressure is 16 atm. This type of complaint will continue to be monitored for trends. No further action at this time.